Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that an unspecified peritoneal dialysis patient was performing peritoneal dialysis therapy in the hospital. The cause for the patient's hospitalization remains unknown. During the patient¿s treatment, the patient needed to be removed from the cycler for an unknown indication. Per the peritoneal dialysis registered nurse, the event was unrelated to the cycler. Additional information regarding the patient's hospitalization was requested but was not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical review was performed to identify the necessity of performing a clinical investigation for the reported incident. Based on the provided information, there is currently no allegation or documentation that suggests that a fresenius device or product caused or contributed to the patient¿s hospitalization. As there is currently no causal relationship between the patient¿s hospitalization and their peritoneal dialysis therapy, a clinical investigation is not warranted. Should additional information become available, the need for a clinical investigation will be reevaluated.